Event description:
It was reported that the patient died. The patient presented with chronic total occlusion of the left anterior descending artery (lad), 70% stenosis of the left circumflex (lcx). Post lesion preparation, a 3.00 x 28 mm promus elite was deployed in the lcx followed by use of a drug coated balloon. A drop in the patient blood pressure was observed. Cardiopulmonary resuscitation was initiated when the patients conditioned worsened, but the patient could not be revived and expired. The official cause of death was cardiac arrest.

Manufacturer narrative:
Investigation results: media review: a photo of the outer box/label was received attached to the complaint. Device analysis findings: the device was not returned for analysis as it was implanted; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the events are defined in the risk documentation and is recorded accordingly in the product record review (prr) table. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. A request was made asking if the patient death was related to the use of this promus elite device however, the response noted that this information was unavailable per customer/account. It is noted that per the products instructions for use that the event of death and hypotension are listed as a known adverse event associated with device use. The complaint also reported that the patient had also experienced a cardia arrest and that the official cause of death was cardiac arrest. The exact cause of the reported cardiac arrest is unknown however, some potential causes of the reported cardiac arrest are also documented in the products IFU as known events associated with device use. The complaint did not report any device malfunctions which could have contributed to the complaint.

Event description:
It was reported that the patient died. The patient presented with chronic total occlusion of the left anterior descending artery (lad), 70% stenosis of the left circumflex (lcx). Post lesion preparation, a 3.00 x 28 mm promus elite was deployed in the lcx followed by use of a drug coated balloon. A drop in the patients blood pressure was observed. Cardiopulmonary resuscitation was initiated when the patients conditioned worsened, but the patient could not be revived and expired. The official cause of death was cardiac arrest.